Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d6a; g1; g3; g6; h1; h2; h3; h6 . Corrections to d6a, h5, and h8, as this product is a trialing instrument subcomponent of the concomitant ratcheting screwdriver. The reported event is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot); MFR report: - unknown ratcheting screwdriver (unknown) associated product information: (B)(6) the customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial arthroscopy procedure, the ratcheting screwdriver stripped the screw head during trialing. The torque settings and angle of the screwdriver were appropriate, but it didn't properly engage with the screw resulting in stripping. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.